Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The set underwent functional testing including an air leak (1 bar) test and no leak was noted. No issues noted at the connection luers, the pods or the pump segments. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a treatment with continuous renal replacement therapy (crrt) using an oxiris set, the operator noticed an air intake at the level of the soft pre-blood pump segment (presence of bubbles). Treatment was terminated without the extracorporeal blood (200 ml) being returned to the patient. The patient received a blood transfusion. No additional information is available.

Manufacturer narrative:
Oxiris s has been temporarily approved for use in the us under emergency use authorization (B)(4) with a specific indication to treat patients with covid-19 infection. Should additional relevant information become available, a supplemental report will be submitted.